Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a skin irritation causing a rash had occurred while wearing the pod between 5 and 24 hours on the abdomen. The patient's blood glucose level reached 25.6 mmol/l (460.8 mg/dl) with ketones of 3.8. It was noted that the cannula was possibly not inserted correctly into the infusion site. The patient contacted their physician and was prescribed aveeno cetraben cream. Anew pod was applied to treat the hyperglycemia.